Event description:
It was reported that the patient felt a ¿zapped feeling in her head and her hands.¿ it was noted that the patient impedance level was within range. The ¿zap¿ was noted as ¿when you check a battery that¿s low and you put it on your tongue.¿ it was reported that the patient¿s tremors are well suppressed. It was also noted that there were no reported falls or traumas and the ¿zapping¿ begun about two weeks before reported event date. The last program and stimulation change was in (B)(6) 2012. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, product type implantable neurostimulator; product ID neu_ins_stimulator, product type implantable neurostimulator. (B)(4).